Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Corrected data: d6b - date of explant - corrected from (B)(6) 2021 to (B)(6) 201. The g3 date in the previous report (reference 3006705815-2021-06544) should have been (B)(6) 2021 instead of (B)(6) 2021.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number: 3006705815-2021-06545. It was reported the patient had high impedances on both leads. It was noted the patient had a recent fall. As a result, the patient underwent surgical intervention during which the system was explanted and replaced. Effective therapy was established post-operatively.